Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the pacemaker exhibited impedance problem and the right ventricular (rv) lead exhibited low pacing impedance. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Supplemental correction report needed to retract the report of 2017865-2026-06476. Review of additional information indicates that the device should not have been reported due to no allegation malfunction was noted on the device.

Event description:
New information received notes there is no allegation malfunction noted on the pacemaker.